Event description:
During sleep woke up choking several times headaches, dizziness, chest tightness, severe dry mouth. Black particles through out hose I washed it but I kept waking and choking while using the nasal CPAP dream machine. FDA safety report ID# (B)(4).